Event description:
According to the reporter, during a third surgery, status post trauma exploratory laparotomy (first surgery) and a second look exploratory laparotomy (second surgery), a defective staple line was identified. The patient was a trauma patient and underwent multiple surgeries with multiple surgeons. During the second procedure, a colon resection was performed on necrotic bowel, and the sales representative was called into the room to identify which staple reload was the most appropriate for transecting tissue. When the surgeon tried to staple the tissue in the lower distal colon, proximal to the sigmoid with an open stapler, the tissue was too thick, so the distal colon was cleared and mobilized 2cm closer to the sigmoid and the sigmoid tissue was transected with a 60-mm black reload. The resident in the case noted that an open stapler was used for the side-by-side anastomosis and the common channel was closed with suture. The defective staple line was sutured. A third, laparoscopic, surgery was performed 14 days post-operative to the second surgery, as a third look surgery, and upon reviewing the colon, the staple lined was noted to be pulled away from the crotch of the anastomosis. This defect was closed with suture. The patient required a colostomy. It was noted the patient did not experience seps is, peritonitis nor septic shock and they did not require any imaging.

Manufacturer narrative:
Imf codes were updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second procedure for the patient, the sales representative was called into the room to identify which staple reload was the most appropriate for transecting tissue. When the surgeon tried to staple the tissue in the lower distal colon, proximal to the sigmoid with an open stapler, the tissue was too thick; the surgeon cleared the distal colon to be 2cm closer to the sigmoid. The surgeon utilized a 60-mm black reload to transect the sigmoid tissue. The other surgeon said that an open stapler was used for the side-by-side anastomosis and that the common channel was closed with suture. The surgeon sutured the defective staple line. Hence, after 14 days, a third surgery was conducted via laparoscopic. Upon reviewing the colon, the surgeon noticed that there was a staple line pulled away from the crotch of the anastomosis. The surgeon decided to closed the defect with a suture. The patient's tissue was necrotic during the second-look surgery prior to performing a bowel resection.